Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed a low battery error message. The patient replaced the battery and the device displayed an energy error and none of the buttons would function. She changed the battery once more and the device began vibrating non-stop and none of the buttons would function. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The pump was tested successfully and the vibra alert as well as the buttons functionality fulfill the product specification. The problem mentioned by the customer could not be reproduced.